Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation due to a pin from a 14v patient cable being broken off in the controller connector. During evaluation, atypical power cable disconnect alarms were found. The controller was returned for analysis and a log file was downloaded for review. A review of the submitted log files showed events spanning approximately 7 days (07oct2021 ¿ 13oct2021, 22oct2021 per timestamp). Events captured on (B)(6) 2021 took place in the testing labs at abbott. The controller was returned with a broken pin in the white power cable connector. The pin was removed, and the controller underwent functional and preliminary testing and passed. The root cause for the reported event was determined to be related to a broken pin in the patient cable. The device history records were reviewed for the system controller (serial number: (B)(6) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-06117. It was reported that the patient's power cable of the system controller had bent/broken pins and was unable to connect into the mobile power unit (mpu) post discharge home. The patient had connected to batteries without issue. Upon further investigation, there was damage found on the power module patient cable that the patient used while inpatient. There were no alarms. The system controller was exchanged and a request for a replacement controller was made.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.